Event description:
Attempted resectoscopic rescission of a left ureterocele and completed circumcision. No current appeared to not pass through hook cautery elements. Attempts to troubleshoot with resectoscope and change, new cautery pads, new bovie machine and foot pedals, and new hooks. Procedure terminated. At end of case burns noted beneath dispersion electro pads - 3x2 full thickness to right thigh. Small superficial 2cm burn with erythematous without blistering to left anterior thigh.